Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient was getting good therapy and then started seeing a doctor picture (power on reset) screen on the patient programmer in the last month (confirmed as (B)(6) 2020). The patient associated the message with not feeling stimulation. The patient put new batteries in the patient programmer and he did not see the power on reset message again. The patient could not say if he did or did not feel stimulation after placing the new batteries in the patient programmer. The patient indicated that the therapy was not good after seeing the power on reset message. The patient assumed that the implantable neurostimulator was dead and that is why he scheduled an appointment with his physician on the day of the report. The manufacturer representative interrogated the implantable neurostimulator with the clinician programming tablet and did not see anything indicating that a power on reset message occurred. Contacts 5, 6, and 11 are greater than 10,000 ohms. The patient was programmed on a which had contact 6 and 11. The manufacturer representative updated programming to omit contacts 6 and 11. The battery voltage is 3.04 volts. While the manufacturer representative as interrogating the implantable neurostimulator, the ¿implant¿ screen came up on the restore application. It was reviewed that this indicated that not all of the patient¿s information was placed in the device with the previous version of the clinician programmer. There were no further complications reported or anticipated.